Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable high elecsys ft4 ii assay result for one patient sample from a cobas e 801 module. The initial result was 35.3 pmol/l and the repeat results were 14.1 pmol/l and 14.5 pmol/l. The initial result was reported outside of the laboratory and was questioned. The repeat results better fit the clinical picture for the patient. There was no allegation of an adverse event. The reagent lot number was 30320301 with an expiration date of 30-apr-2019. The calibration data, qc data, instrument checks, and precision testing were acceptable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.